Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes due to concerns of inappropriate therapy delivery. The hcp reported that the patient informed them of experiencing shock while engaged in a physical activity. Upon review of the stored ventricular episode, ts observed that the patient appeared to be in supraventricular tachycardia (svt) arrhythmia, which led to the device to deliver five bursts of anti-tachycardia pacing (atp) therapy. Further review of the episode showed that the fifth burst of atp appeared to have accelerated the rhythm to ventricular fibrillation (vf) zone which led to the device to deliver a shock. The shock converted the rhythm. Ts discussed programming optimization options with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported.